Event description:
The customer reported to olympus that there was corrugated tube buckling on the evis lucera gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as buckling was found on the connecting tube. In addition to foreign objects that were found in the nozzle, evaluation findings were as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the adhesive on the bending section cover was chipped, and had a crack and a white-clouded area; the adhesive around the objective lens was peeled (flare occurred), the adhesive around the light guide (lg) lens was peeled, the plastic distal end cover had a dent, the connecting tube had a wrinkle, the grip was shaved, the control unit was shaved, the image guide protector was chipped, and paint on the suction cylinder was peeled. Additionally, the bending section cover, connecting tube, and switch button one (1) were found to be scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. Based on the results of the legal manufacturer's investigation, the suggested event ¿clogged foreign material in the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. The cause of the material that remained in the device could not be specified. It was confirmed, however, that reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.